Manufacturer narrative:
At this time. No product has been returned as of this report and the provided meter serial number was found to be invalid. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs neo meter, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving high readings from the adc meter. The customer experienced symptoms described as fatigue, palpitations, irritation, headache, shaking, and loss of consciousness. The customer indicated that upon regaining consciousness they were able to self-treat with a glass of milk and breakfast. No third-party intervention was reported. There was no report of death or permanent injury associated with this event.